Manufacturer narrative:
Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed. Per internal procedure, the mean of the inratio meter and comparative system inr were calculated. Both inratio and lab values of day 2 #2 are within the confidence limits for inr testing. However, the inratio values of day 1 and day 2 #1 fall outside the limits, so the criteria are not met and the values are discrepant beyond the documented variability for pt/inr testing. Hence, this would be subject to functional testing as part of the complaint investigation.

Event description:
Caller alleged discrepant results when compared with the lab results reported. Lab results are within customer's normal range.